Manufacturer narrative:
Complaint is inconclusive. The device is not expected to be returned to conmed for evaluation. No photographic evidence was provided therefore, root cause could not be established. The medwatch ((B)(4)) did provide an evaluation from the facilities biomedical department. The evaluation performed there showed no fault with the system 2450. The main issue lies with the unknown monopolar cord that caught fire and is currently in the possession of the local fire marshal. Pictures were provided of the cord; however, a manufacturer could not be established. The service history was reviewed, and no data was found. Due to the age of the device a device history review was not conducted. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: reusable accessory cables should be periodically function and safety tested in accordance with the original manufacturer's instructions. Visually inspect all accessories before use to verify the integrity of insulation and the absence of obvious defects. In particular, electrode cables and endoscopic accessories should be checked for damage to the insulation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported via medwatch that the system 2450 along with a monopolar cord. The monopolar cord had deficient insulation and caught the drape on fire. There was no patient injury reported, nor any delay in surgery. Further attempts were made to get additional information, but nothing was provided. The cord is currently with the fire marshal and will not be returned. Due to not knowing any information about the monopolar cord, this will be reported as a device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: previous filing in stated : pictures were provided of the cord; however, a manufacturer could not be established. However, pictures were not provided. This issue will continue to be monitored through the complaint system to assure patient safety.